Event description:
It was reported that surgical intervention was required to explant this pacemaker due to infection which is considered life threatening. If this event was to reoccur it could cause serious injury or death. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.